Event description:
It was reported that the handpiece was leaking a red oil-like substance. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated when the device is evaluated.